Event description:
Laryngoscope blade broke during endotracheal intubation attempt. Failure occurred at base of attachment hook under metal piece. Delayed successful completion of required intervention.